Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received battery life diminished and must change every week. The customer¿s blood glucose level was unknown. Customer stated that did not receive low battery alarm causing insulin pump to alarm no power and then shut off as well as unexplained no delivery alarms. Customer troubleshoot was not performed. The insulin pump will not be returned for analysis.